Event description:
It was reported that an ilet user experienced hyperglycemia with both the pump and a confirmatory fingerstick indicating ¿hi,¿ approximated at 400 mg/dl, without symptoms. Symptoms included none reported. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included remote troubleshooting that verified insulin delivery pathway function by observing drops in the tubing and instructing the user to fill the cannula, along with user education. Investigation of this case revealed no confirmed device malfunction, with the event consistent with hyperglycemia of unclear cause and a functioning infusion set and tubing as observed during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.